Event description:
During colectomy for polyp removal, seamguard bioabsorbable staple line reinforcement collapsed upon placement through the 12mm sleeve port making it unusable on 2 applications. A new one was opened and used without difficulty.